Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the 840 ventilator was inoperative while in use on a pt. There was o pt harmed or injures as a result of the vent. The covidien customer support engineer (cse) as not able to duplicate the alleged malfunction. The cse inspected the device and replaced the power switch and power supply as a precautionary measure. The ventilator passed all testing.